Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer flushed the air/water nozzle with water and air. There was an unspecified abnormality in the accessories used for reprocessing. It is unknown if the customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to clogging of the nozzle, water removal ability did not meet standard value and due to foreign material in the nozzle. The device evaluation found the bending angle in the up direction and the play of the up down knob do not meet the standard value due to wear of the angle wire, a white-clouded area on the adhesives around the light guide lens, the objective lens, and the bending section cover, the scope cover plate is detached, the suction cylinder is shaved, a wrinkle on the universal cord, wear on switch 1 and 4, and a scratch on the protector of the universal cord on the control section side, the suction connector side, the plastic distal end cover, the universal cord, the image guide protector, the connecting tube, switch 1, and switch 5. The customer cleaned, disinfected, and sterilized the device and flushed the air water nozzle with water and air before sending it to olympus. The customer reported abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: if the customer wiped/brushed the air/water nozzle with clean lint-free clothes, brushes or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a weak water supply. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.